Manufacturer narrative:
The reported event of ¿the lead was a bent observed in the continuity of the distal part of the electrode¿s body¿ was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and no blood/tissue in the helix housing noted. The visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During lead preparation, the lead was tested and it was found that the lead was bent at the distal part of the body. The lead was not used and replaced. There were no patient consequences.